Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous distal right coronary artery. The 30mm x 2.5mm maverick 2 monorail balloon ruptured at 10atms on the third inflation (1st inflation: 10atms; 2nd inflation: 10atms). The procedure was completed with another maverick 2 monorail balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).